Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer and four multiple cubies had failed. The drawer was removed, and it was noticed that the flat flex cable was damaged. A field service engineer (fse) replaced the flat flex cable, tested all drawers and slides to ensure that were working properly, opened the top cover, checked connections in the electronics drawer, and removed dust under the top cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in which the main drawer 5 and pockets b1 and e1 failed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.